Manufacturer narrative:
The information available and data assessed suggest that the issue is sample related. There was no evidence of an instrument malfunction. The instrument generated messages alerting the operator to review the results. The patient data provided was assessed and it was confirmed that the instrument had flagged for immature grans and left shift. This flagging would signify the presence of immature cells (usually of the neutrophil cell line) and in both cases there is an indication of blast cells. In the initial sample run it has assigned the blasts as being of ne (neutrophil) lineage in the second sample run the blasts were identified as mo (monocyte) lineage. In both instances, the wbc plots show 2 distinct populations. A narrow peak, usually small mononuclear and likely to be the lymphocyte population, and a second peak that suggests a single population. This may be a large mononuclear population and is a feature associated with blast cells. It should be noted that by vcs (volume, conductivity, and scatter) technology the morphology of ne and mo blasts can be very similar, this can also be the case when examined microscopically. As a result, even though the systems have assigned the blasts differently, this is not as a result of an issue with the instrument but rather the nature of the cell morphology for this patient and the presence of immature cells which are sitting between the diff plot ne and mo areas. The customer was advised that whenever the populations appear in this manner (i.e. Large population at the top of the diff plot) together with the blast message, that a slide should be made and a differential count carried out to enumerate the blast cells. The customer was also advised to use decision rules to hold back results with blast messages for review to ensure these are caught before release. The customer confirmed they have rules in place for their lis to stop the auto validation of results in the case of any blast flag or in the event of an immature granulocyte flag. Per instructions for use (IFU) unicel dxh series pn b26647, beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Per instructions for use (IFU) unicel dxh series pn b26647, suspect messages are generated by internal algorithms to convey that a clinical condition may exist with a specimen based on an abnormal cell distribution or population. Beckman coulter recommends the review of results displaying a suspect message appropriate to your patient population and laboratory practice. Bec internal identifier: (B)(4).

Event description:
The customer reported that their dxh 800 hematology instrument generated erroneous high neutrophils for an infant patient with a known neutropenic condition. The dxh 800 instrument generated a questionable wbc differential count for one patient sample. The patient was a known neutropenic patient who had a neutrophil count of 2.3. When the customer reviewed the plots, they noted that although the cells in the scatter plot were located in the monocyte area they were classified by the analyzer as neutrophils. The patient results generated system messages (imm grams, left shift, ne blast) on the instrument. In order for this result to be released, it would have had to have been manually released from the system by the operator. The customer reported that the initial results were released out of the laboratory to the patient chart and led to the patient getting discharged from the hospital. The sample was later tested on another analyzer and the cells were classified differently from the original result although they were located in the same area of the scatter plot. The pediatrician noted the result was not consistent with the patient medical history and asked for a manual smear review. A manual smear was then performed and confirmed the initial result was erroneous. The hospital contacted the patient who returned the next day to be reassessed. Upon the patient¿s return to the hospital, the neutropenia was confirmed, and the patient continued with the gcsf (granulocyte-colony stimulating factor) treatment. The delay of the treatment did not result in an adverse event or impact to the patient.